Event description:
It was reported that the sonopet system was being used in a craniotomy tumor resection procedure when the suction began to decrease in performance and the handpiece suction was not working properly. The account prepared a back up device to complete the procedure with a delay of 30 minutes. There were no other patient or user injuries or adverse consequences.

Manufacturer narrative:
The reported event of the handpiece foaming and spraying and the suction not working properly was duplicated and confirmed. Based on subject matter expert consultation foaming and spraying can also occur if the suction is slightly clogged. When dipped in saline solution a clog in the handpiece can cause foaming of the saline solution for cleaning. The instructions for use states the handpiece should be dipped in saline solution periodically to avoid clogging.

Event description:
It was reported that the sonopet system was being used in a craniotomy tumor resection procedure when the suction began to decrease in performance and the handpiece was not irrigating properly. The account prepared a back up device to complete the procedure with a delay of 30 minutes. There were no other patient or user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.